Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) suspected that fusion with intrinsic heartbeats occurred, as the following beats showed capture. In addition, an increase in the pacing thresholds was notice. Therefore, further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.